Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This lead extension was intended for patient trial implant in (B)(6). Diagnostic testing performed following placement of the device found invalid impedance measurements for one lead contact. Further intraoperative testing isolated the issue to the lead extension. As such, a new lead extension was used to complete the procedure with no further impedance issues noted. No patient complications were reported as a result of this event.